Event description:
Customer reported a potential hazard when approximately 3-4 ml of diluent was leaking from the manual probe of the coulter lh 500 hematology analyzer. The operator was wearing appropriate personal protective equipment. There was no exposure to open wounds or mucous membranes. The operator did not seek medical attention. Patient test results were not affected. There were no reports of death, serious injury or affect to operator safety associated with this event.

Manufacturer narrative:
A beckman coulter field service engineer (fse) evaluated the analyzer. Identified the probe wipe port was clogged. Flushed the ports of the probe wipe. The source of the clog was not determined. The cause of the leak was the clogged port on the probe wipe. Product labeling was evaluated. Beckman coulter, inc. Urges its customers to comply with all national health and safety standards such as the use of barrier protection. This may include, but it is not limited to, protective eyewear, gloves, and suitable laboratory attire when operating or maintaining this or any other automated laboratory analyzer. (B)(4).